Manufacturer narrative:
(B)(4)

Event description:
Procedure: esophagectomy. According to the reporter: there was difficulty experienced when attempting to assemble the device. There was some trauma caused to the stomach and esophagus during these attempts. The attachment could not be made and the procedure was converted to an open procedure. A second device was used with no complications. There was no reinforcement material used. Patient underwent two chest drains, antibiotics, extended hospital stay. There was unanticipated tissue loss. There was unanticipated tissue damage. The patient required a blood transfusion. Surgical time was extended by 3 hours.